Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that during the surgery, the surgeon fired the pph01 device, but it did not staple the anastomosis, only cut. According to the surgeon the pt had to have a blood transfusion due to loss of blood. Pt health is good. The case was completed with a same like device.